Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced, but confirmed through review of the event history log. During a physical inspection of the device, evaluation found continuity on the tail pins of the upstream sensor, which is a known contributor to false air in line alarms. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient injury.